Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited noise. Additionally, it was noted about five years ago there were high out of range pacing impedances measuring greater than 2500 ohms. Technical services suspects a potential lead issue. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited noise. Additionally, it was noted about five years ago there were high out of range pacing impedances measuring greater than 2500 ohms. Technical services suspects a potential lead issue. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there was right ventricular (rv) oversensing. Additionally, there were stored non-sustained ventricular tachycardia (nsvt) episodes at the time of the patient's syncopal episode. The device was reprogrammed to bipolar sense and unipolar pacing. Troubleshooting was performed and noise could be recreated when in unipolar however, there was no noise in bipolar. The plan is to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited noise. Additionally, it was noted about five years ago there were high out of range pacing impedances measuring greater than 2500 ohms. Technical services suspects a potential lead issue. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there was right ventricular (rv) oversensing. Additionally, there were stored non-sustained ventricular tachycardia (nsvt) episodes at the time of the patient's syncopal episode. The device was reprogrammed to bipolar sense and unipolar pacing. Troubleshooting was performed and noise could be recreated when in unipolar however, there was no noise in bipolar. The plan is to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited noise. Additionally, it was noted about five years ago there were high out of range pacing impedances measuring greater than 2500 ohms. Technical services suspects a potential lead issue. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there was right ventricular (rv) oversensing. Additionally, there were stored non-sustained ventricular tachycardia (nsvt) episodes at the time of the patient's syncopal episode. The device was reprogrammed to bipolar sense and unipolar pacing. Troubleshooting was performed and noise could be recreated when in unipolar however, there was no noise in bipolar. The plan is to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device has been explanted. No additional adverse patient effects were reported.